Event description:
Device issue: none. Adverse event: death. Onset of adverse event: post procedure (13 months). It was reported via a trial on (B) (6) 2008, the patient underwent direct stenting of the mid left anterior descending artery with a xience v stent. On (B) (6) 2009, the patient expired. The cause of death is unknown. There is no additional information available.

Manufacturer narrative:
(B) (4). The stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.